Event description:
It was reported by service report that the bed brake pedals were jammed on both sides. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken foot-end brake crank assembly.